Event description:
During an endoscopic variceal ligation (evl) in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the product was connected normally and following the manufacturer's instructions. When attempting to pull the first ligature [band] from the ligature kit, the cord broke, preventing the necessary pull to release the ligatures." A section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and the photo describing the event. The photo shows the device, and the barrel with bands is on the end of the endoscope. It can be seen that one leg of the trigger cord is not underneath the last 3 bands on the barrel, and the beads can be seen on the trigger cord. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the report; one leg of the trigger cord was extended away from underneath the bands. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.